Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 224 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergy to metals and nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 224 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced back pain ("back pain"), headache ("headache"), eczema ("eczema"), pain in extremity ("painful legs") and fatigue ("tired"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, eczema, fatigue, headache and pain in extremity to be related to essure administration. The reporter commented: as per sd, stop date of essure mentioned as (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-sep-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and uterine perforation ('perforation (tubal or uterine)') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, allergy to metals and cholecystectomy. Previously administered products included for an unreported indication: latex and paroxetine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 7 months 12 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), back pain ("back pain"), headache ("headache"), eczema ("eczema"), pain in extremity ("painful legs") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, back pain, headache, eczema, pain in extremity and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, eczema, fatigue, headache, pain in extremity and uterine perforation to be related to essure. The reporter commented: as per sd, stop date of essure mentioned as (B)(6) 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-sep-2022: patient medical history and event- uterine perforation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of allergy to metals and nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 224 days after essure insertion, she experienced abdominal pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced eczema ("eczema"), headache ("headache"), back pain ("back pain"), pain in extremity ("painful legs") and fatigue ("tired"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain, eczema, fatigue, headache and pain in extremity to be related to essure administration. The reporter commented: as per sd, stop date of essure mentioned as (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2022: patient date of birth, reporter causality comment added. Event: medical device removal updated to abdominal pain, eczema, headache, back pain, painful legs, tired. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient underwent medical device removal (seriousness criterion intervention required), 7 months 12 days after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.